Event description:
It was reported that the health care provider (hcp) was changing the solution in a patient¿s pump and had trouble with telemetry when she want to update the pump. The hcp lost telemetry twice and received a stopped pump message when she went back in. The hcp had the patient move his cell phone away from the pump and she replaced the batteries in the physician programmer. The hcp was now concerned about the bridge bolus she programmed. It was discussed that the flow rate would not change since the hcp was adjusting the tertiary drug. The hcp planned to cancel the bolus since the patient would be getting the same rate. It was noted the hcp wanted the patient to be able to use their personal therapy manager (ptm). The hcp was able to program out of the stopped pump and there was no therapy or device problem. Once the cell phone was removed and fresh batteries were placed in the programmer, telemetry went through. The device system was used to deliver clonidine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).